Event description:
Customer reported that the wrong report was displayed on the screen, thus sending the wrong report to the wrong exam. There was no reported pt injury associated with this event.

Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have updated the risk assesment control record and the update has resulted in the assessment that this reported complaint meets the reportability criteria as outlined in the risk assessment control record for ge healthcare. Extend does not delete the empty report for powerscribe unite another report is opened. When a user logs out it asks to delete the empty report, and requires human interaction to do this. If the user says "no" the blank report stays in the queue. If another user then wants to report, they get an error and possibly the reported event, which causes extend to synchronize against the wrong exam being displayed on the screen. Hence report goes to wrong exam. (B) (4).